Event description:
It was reported a spectrum pump had door jammed messages. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported door jammed alarms were confirmed through review of the event history log. The device eval was also able to reproduce a door not fully latched alarm. This condition was caused by the force needed to close the door being above expected levels. The door hooks and latch pins were replaced to correct this condition.